Event description:
It was reported that (1) lcsc1 device was used during a laparoscopically assisted vaginal hysterectomy. It was reported by the affiliate that several times during the procedure the blade emitted the continuous warning tone. This occurred even after cleaning, air activating and re-torquing. The tissue grasped by the instrument, also did not appear to be too thick. The procedure was completed using bipolar and there was no consequence to the patient.